Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display. The customer is concerned with tests results from all the results obtained. The expected fasting am blood glucose test result range is 120-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a back to back blood test was performed by the customer and produced test results of 577 and 579mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 02/13/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).